Event description:
It was reported that the device was displaying a service indicator and that the unit would not function. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. It was observed that the microphone had been broken off from the pcb assembly and could have shorted internally to cause the initial service indication. The cause of the reported problem is attributed to a damaged main pcb assembly.